Event description:
Per (B)(6), authorization specialist at (B)(6), informing us that while the patient was able to receive all the hymovis injections, the administration was difficult since the syringe disconnected, and the prescriber had to hold it together while administering the medication. No missed dose: no ade reported; unknown if available for return; md aware. No further information provided. Indication: bilateral primary osteoarthritis of knee. Reported to (B)(6) by: health professional.